Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of thrombosis/thrombus and dissection are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effects, and their relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional xience alpine and the dragonfly optis referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery (rca). A xience alpine 2.75x38mm was implanted in the distal rca, and a xience alpine 3.0x38mm stent was deployed proximal to it. Resistance met during advancement of the dragonfly optis catheter, and the lens was damaged (noticed as soon as put on live mode). An attempt was made to remove the catheter, but it was stuck in the distal alpine (2.75x38) stent. The catheter had to be cut and a guide liner was advanced into the anatomy to pull the catheter out. During removal of the catheter, a dissection occurred, and the struts of both alpine stents were damaged. To treat the dissection, two alpine 2.5x38mm stents were deployed overlapping the distal 2.75x38mm stent. After this a large thrombus formed in both the proximal and distal stent, and there was no flow in the rca. Thrombus aspiration was performed. A proximal dissection was suspected. A 3.0x38 alpine stent was deployed in the proximal segment. Two additional alpine stents (3.0x33 and 2.25x18) were also deployed to treat the dissections, but flow was not restored. The no flow was managed with tirofiban infusion and heparin. The patient remained hemodynamically stable, and the procedure was aborted. Final shots showed a minimum flow in the rca. Two days after the procedure, the patient had some changes in the electrocardiogram, so the patient was under observation. No additional information was provided.